Event description:
Customer states there was an erroneous cortisol result on their cobas 6000. The initial result was 0.018, same sample was repeated in 2009 gave 9.74 ug per dl. Sample was run in the primary collection tube, the tube was not re-spun prior to retesting. The physician did not believe the result and asked the lab to repeat it. Physician did not act on the initial result. There was no treatment or adverse effects to the pt due to the erroneous result.

Manufacturer narrative:
The field service rep did not determine a cause, he documented it may have been the sample probe hitting the side of the sample tube. He found the sample mechanism was out of adjustment and adjusted the sample mechanism. He ran diagnostic checks and controls to verify analyzer operation.